Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the ccd failure is caused by leakage due to damage to the connector, resulting in flooding. Damage to the connector can be prevented by following the instructions for use which states: ¿do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the image was intermittent due to a bad charged coupled device (ccd), the device failed water leak test from the rear cover and, water and air leak was noted from the video connector. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during a therapeutic procedure, the image with the autoclavable camera head was going in and out on the screen. There was no harm or user injury reported due to the event.